Event description:
A (B)(6) patient's nurse called to report that the patient's response buttons were unresponsive. Lifecor customer support issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. Upon visual inspection, the patient's monitor was found to have missing covers, domes and led's. It was reported that the device appeared as though it had been tampered with. The cause of the response buttons not functioning was the missing components (covers, domes and led's). The root cause of the missing components cannot be positively identified. The monitor was repaired and retested. No adverse event resulted from the missing response button components. The patient received a replacement monitor.